Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak of the bifurcated stent graft is confirmed and the event is most likely device related due to the use of strata material. The procedure related harms for this event could not be determined. The final patient status was reported being stable post the secondary endovascular procedure with non - endologix implants. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata corrections: contact office- contact has been updated. Result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the a afx abdominal aortic aneurysm stent and a suprarenal extension. Approximately 5.5 years post initial procedure, a type iiib endoleak was identified. The physician elected to reline with a non-endologix stent (gore). Reportedly, the patient has been discharged and is doing fine. As of date, there have been no additional patient sequelae reported.